Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported after an x-ray with IV contrast, a hole was discovered just in front of the wings when flushing with saline. Issue was discovered after use. No other information was provided. Additional information received 01/16/2024: no patient impact, the catheter was taken out.

Event description:
It was reported after an x-ray with IV contrast, a hole was discovered just in front of the wings when flushing with saline. Issue was discovered after use. Staff have asked if the contrast was given with a maximum of 300 psi and a maximum of 5 ml/sec and the team will see if that information can be obtained from the x-ray department. No other information was provided. Additional information received 01/16/2024: no patient impact, the catheter was taken out.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.